Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: testing was unable to duplicate ¿no power¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the power pcb or to the cgm module. Last basal delivery was on (B)(6) 2015@09:36am prior consecutive por events, 30hr power interruption is observed on (B)(6) 2015@12:19 am post alarm, tdd add up and equal the programmed basal rate target. Unrelated to the complaint, the battery compartment is cracked at the case seal, the battery compartment and cap are able to fit securely, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. ¿ez-prime¿ steps were performed correctly, no power interruption or any eaw occurred during the investigation, the pump reflected 24u after a 24hr on 1u/hr duration test, the product delivers within specification.

Event description:
On (B)(6) 2015, the distributor contacted animas and alleged that the pump had a power (no power) issue, occurring during or immediately after a battery change. The patient had been admitted to the hospital on (B)(6) 2015 with a blood glucose level of 23.8 mmol/l (429 mg/dl) and vomiting. Patient had minor cold symptoms, sniffly nose but no fever recorded. Ketones were "4". Patient discontinued pump therapy, was treated with an insulin infusion, and on (B)(6) 2015 returned to subcutaneous injections. This complaint is being reported as the power issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).